Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit, ran the iabp on a trainer, vented and zeroed the blood pressure (bp). The stm observed that the bp readings were present and no faults were found. Functional checks and electrical safety checks were performed. All checks passed and the iabp unit was released for clinical use.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not displaying the blood pressure reading. There was no patient harm and no adverse event was reported.